Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm from the mobile power unit (mpu) after connecting to ac power was confirmed via evaluation of the returned mpu (serial number: (B)(6) ). The mpu was returned to service depot for evaluation. The mpu was connected to ac power and the yellow mpu battery alarm activated. The three aa batteries were replaced and the alarm was resolved. The mpu was then functionally tested and passed all tests without issue. The three aa batteries were forwarded to product performance engineering (ppe) for further evaluation. Ppe evaluation of the batteries revealed that one of the batteries was depleted to approximately 0.5 v; the nominal voltage for the aa batteries is 1.5 v. The other two batteries measured the appropriate voltage. All three batteries were tested individually in a test mpu with two test aa batteries, and the alarm only occurred with the depleted battery. No issues were observed with the charged batteries. The reported event was determined to be due to one of the aa batteries being depleted; however, the root cause of the battery becoming depleted could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the replace mobile power unit (mpu) batteries alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) section 3 ¿powering the system¿ explains the various ways to power the system, including the operation of the mpu. This section informs the user of how to insert or replace the mpu batteries. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mobile power unit, serial number (B)(6) , was shipped to the customer on 18jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged and home from their implant surgery when their mpu alarmed with all indicators lit up when they connected to wall power. It appeared to be a battery problem. The vad coordinator had the patient change the batteries. The vad coordinator was informed that there may be a connection issue and the patient checked connection as well.